Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. Customer was unsure if there was an impact on blood glucose levels. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction code recurred.